Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the blood glucose value of 399 mg/dl. The product was returned for the analysis mmt-1884.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a discrepancy in reading between sensor glucose and blood glucose values. The customer reported symptoms like nausea and dizziness. The customer was visited emergency room and treated with glucagon the event involved product(s) mmt-1884, mmt-397a, mmt-332a, mmt-7040ma. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event and the auto mode feature was active at the time of the event. It was also confirmed that the customer alleged possible under delivery anomaly. No further patient complications were reported. The products mmt-397a, mmt-332a, mmt-7040ma will not be returned for analysis. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08785 inches. [Per (B)(4) ¿ r&d engineer: conclusion: on the event date the pump behaved as expected. Regarding I tried to get carbs for meals and pump gave me 5u of insulin statement, I did not find such delivery in pump history and traces: successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 06-nov-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 06-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under-delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the event date of 06-nov-2025, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: (B)(6) 2025 12:09:21.000. (B)(6) 2025 12:39:21.000. (B)(6) 2025 12:59:22.000. (B)(6) 2025 22:59:28.000. (B)(6) 2025 23:29:29.000. (B)(6) 2025 23:59:29.000. Lostsensor1alert (780) was found on: (B)(6) 2025 16:11:00.000. The pump properly paired with the guardian link 4 transmitter. No pump/transmitter communication anomaly, sensor error alert or lost sensor alert noted during testing. The pump properly paired with test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted during testing. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Unable to confirm alleged discrepancy between sg value and bg value. Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.